Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensor and found 1 of 3 sensors broken with part still attached. Unable to confirm customer received sensor damaged due to customer returned opened/used. Last 2 sensors found separate from needles. Cannot perform or reproduce skin irritation in lab.

Event description:
The customer reported via phone call that she was having issues with the sensors. The customer may be allergic to the sensor's adhesive. She experienced welting, redness, and itching. Customer's blood glucose level was 170 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.